Event description:
Abduction osteotomy was done with screws and the plate of other company for cubitus varus. The screw and the plate were found broken through x-ray pictures. Another surgery was done to remove the implants.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.